Event description:
The complainant alleged that during an incoming inspection of the product, when depressing the "energy select" button, while the device was charging, the device did not internally dump. Instead the device locked up, not allowing the front panel function to operate and the charging tone continued to sound. The ac power and the battery needed to be discontinued to power down the device. The complainant indicated that there was no pt involvement in the reported malfunction.